Event description:
Upon pacemaker interrogation on (B)(6) 2012, the device was found in standby mode. Reportedly, the estimated battery residual longevity displayed by the programmer was 23 years. An explanation is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.